Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The device delivered an inappropriate shock. No device intervention was reported. Patient was stable.

Event description:
New information received indicated that the inappropriate shock was delivered after the implantable cardioverter defibrillator detected a supraventricular tachycardia that accelerated with the atrial rate.